Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a critical pump error (open book image) on the insulin pump's screen. The customer's blood glucose value at the time of the event was 410 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-342, unomedical. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the critical pump error, and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per the health care professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device will be returned. No product return is required for mmt-342. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received regarding the patient age change from 42 to 43 years which was not included in the initial report. So, the correct patient age as per new additional information is 43 years which is updated in section a2. Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable=15) (filenumber=2017 linenumber=147) critical handling alarms confirmed in the main error log and in the detail trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, broken belt clip rails, and label damage(faded/stained/peeling). Alleged critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed in the main error log and in the detail trace files due to suspecting hw error problem with twi interface as per global logic analysis esf# (B)(4). Unable to verify customer's allegations for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.